Event description:
It was reported that the user received occlusion alerts on the ilet while using a steel 6 mm contact/detach infusion set and later reported use of a 23/32-inch teflon 6 mm inset or steel 6 mm contact/detach set. The user disconnected from the infusion site and inspected the tubing for kinks or blockages; air was identified in the tubing on one occasion, and tubing fill was performed until drops were observed, after which the user changed the tubing and insulin delivery resumed. Symptoms included no reported changes in blood glucose. Outcomes included resolution of the occlusion alert and continued insulin delivery without impact to blood glucose and without hospitalization. Investigation included guided troubleshooting, tubing inspection for occlusion and air, and performance of the pump¿s fill function. Investigation of this case revealed air in the infusion tubing with an occlusion alert, which resolved after supply change, consistent with infusion set or tubing flow obstruction. It was concluded, based on similar reports and device behavior, that the likely cause was infusion line air or obstruction associated with the infusion set and tubing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.